Manufacturer narrative:
Vyaire medical file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. - the customer reported the suspect ventilator device is available for analysis and an onsite service by vyaire field service has been scheduled. Vyaire will include the field service report and the device/component evaluation in a follow-up report once a final evaluation is completed.

Event description:
The customer reported an unresponsive touchscreen display on this ventilator device. The customer stated no patient involvement with this event.

Manufacturer narrative:
Result of investigation: the vyaire failure analysis group received the suspect front panel assembly for investigation. The fa performed a visual inspection of the front panel assembly, found traces of fluid ingress and duplicated the touch screen freezing issue. Additionally, the fa group found moisture and a dim display after inspecting the internal display sub-components, the backlight inverter and the lcd display had component material fatigue. The reported issue was duplicated and the component root cause was associated with a hardware issue, addressed on eco (B)(4). The material fatigue associated with the lcd display and the backlight inverter was related to an unapproved cleaning agent.